Event description:
It was reported that the patient was seen in the clinic 3 days after a generator change due to a moderate sized ecchymotic soft implant site hematoma. The patient was seen again 16 days post procedure with continued hematoma and small amount of dry blood oozing from the incision on gauze dressing. The physician stated that the hematoma was partially related to patient taking warfarin for a history of mechanical mitral/aortic valve replacements in 2004 and aspirin. The patient's medications were adjusted, and the device remains in use. No patient complications have been reported as a result of this event. The patient is part of the product surveillance registry clinical study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2005. (B)(4).